Event description:
Patient's parent called to report that the pt's pump had not alarmed at all and apparently they had a low battery. Pt's blood glucose was over 600 and the parent is concerned that pump was not functioning properly. When asked to check the bolus history, the last bolus was found to be there. There were no alarms in the alarm history. When asked about the infusion site, they said that they had to change it again today because it fell out this morning. When asked about the tubing to the infusion set, they kept repeating that everything was fine and they are convinced that the pump is not working properly.